Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was partially detached. The grasping section had a mark contacted with the probe. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic procedure of the whipples disease, two subject devices were used. The probe was damaged and the tissue pad of the subject device was partially separated before a laparoscopic cholecystectomy. The user exchanged it for second device. However, the probe was damaged within 5 minutes. The intended procedure was completed with another device. There was no patient injury reported. On october 26, 2020, olympus medical systems corp. (Omsc) found that the tissue pad of the subject device was partially detached. This is the report regarding the breakage of the tissue pad of second device..